Event description:
After almost 9 years of implantation, this device was explanted because the device was at eri (elective replacement indicator). It was reported that the device went to eri very quickly in approximately 6 months.

Manufacturer narrative:
Reportedly the device went to eri very quickly in approximately six months. The analysis from the MFR is pending.